Event description:
It was reported, that patient with previous non-bsc device had a cardiac arrest 10 years ago, during liver surgery. To date, a new device was implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).